Event description:
We were doing a bilateral mastectomy with liposuction to axilla. Dr. (B)(6) successfully used the lipo suction machine on the left axilla area. Rn gave me an afternoon break and when I returned, he said the lipo suction machine died while trying to use it on the right axilla. The lipo tubing was hooked up to the neptune suction machine. Rn gave me report and left the or. I removed the tubing from the neptune, plugged it back into the lipo machine and was unable to troubleshoot the machine, so I called biomed. Before biomed arrived, dr. (B)(6) wanted to lipo suction again and told me to plug the tubing back into the neptune. I asked her why we needed a lipo suction machine if we could just use suction. She stated that we were not supposed to use the neptune. I asked her if it was safe for the patient and she told me to just turn down the neptune. I put the neptune on 115 mmhg and notified the team of the setting. When biomed arrived, he said the motor in the machine was dead, and removed the machine from the room after I cleaned it. Biomed device note: please note: this device was replaced when the new operating rooms opened and is over 11 years old. Recommend retiring device. There was no harm in this event.